Event description:
It was reported to philips that during training a pacer test failed due to dpm hardware failure. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Updated component code.